Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension. Product ID: 3389s-40, lot#: va1pr6e, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 3389s-40 lot# va1ru9f, implanted: (B)(6) 2018, explanted: (B)(6) 2019. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 05-jul-2022, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 05-jul-2022, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 31-jan-2021, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 31-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an infection at the battery site and the surgeon decided to remove all implanted components. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. Patient was reimplanted on wednesday (B)(6) 2019. The issue is reported to be resolved. The devices were discarded by the customer. No further complications were reported or anticipated.